Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
Customer had high bgs (263-452mg/dl) before the pod alarmed and deactivated. Despite multiple corrective boluses the customers bgs remained high. The pod will be returned for evaluation.